Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide corrections and the results of the final investigation. Updated fields: d8; g3; h2; h3; h6 and h11. Corrected fields: e1; e3. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the laser light cable (llk) plug of the video cable section was damaged; the outer tube has a dent. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: : the laser light cable (llk) plug of the video cable section was damaged; the outer tube has a dent. The most probable cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device presented crack in the glass at the end of the fiber optic plug during service/ maintenance. There were no reports of patient involvement.